Manufacturer narrative:
Product evaluation: the product was returned for analysis and damage was observed to the iol. Additional observations were as follows: iol returned positioned incorrectly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is cracked/fractured. We are unable to determine the root cause for the reported complaint "broken". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a broken intraocular lens (iol) with no patient harm.